Event description:
Pt underwent colonoscopy on 04/07/2000 with removal of a cecal polyp via electrocautery. On 04/08/2000, pt was hospitalized with increased abdominal pain and passage of air thru pre-existing colostomy. Exploratory laparotomy revealed peritonitis and a 1 cm perforation on the anterior wall of the cecum which was suture repaired.